Event description:
It was reported when the device was used during a colon resection, upon firing, it did not discharge the staples. This resulted in increased surgical time and pt received a loop colostomy. In a follow-up conversation with hospital contact in december 2003, the pt is recovering without any further complications. There was no significant increase in the or time.